Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer tightened and adjusted the triangle catch of drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and was unable to close. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.